Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was advanced and positioned. The mr was significantly reduced but there was a mild eccentric jet remaining. The physician attempted to open the clip to slightly change the grasping location but it would not open. A few attempts were performed to try and get the clip to open but was unsuccessful. It was decided to deploy the clip where it was, which reduced mr to grade 1+. Upon removing the steerable guide catheter, it was noticed that there was a left to right shunt present. No intervention was required.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation (left to right shunt). Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. One clip was advanced and positioned. The mr was significantly reduced but there was a mild eccentric jet remaining. The physician attempted to open the clip to slightly change the grasping location but it would not open. A few attempts were performed to try and get the clip to open but was unsuccessful. It was decided to deploy the clip where it was, which reduced mr to grade 1+. Upon removing the steerable guide catheter, it was noticed that there was a left to right shunt present. No intervention was required.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.